Event description:
When jelco (IV cannula) is attached to tubing, there has been some leaking at the connection site, especially as anesthesia drugs are pushed through the IV site. Abbott rep has been contacted and is addressing the problem with abbott lab inc.